Manufacturer narrative:
(B)(4).

Event description:
Customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed. Customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm and did require rewind. Customer able to complete rewind. Customer was calling back after completed alarm troubleshooting and receiving another insulin pump error alarm after a battery change. Customer advised to monitor the insulin pump. Insulin pump will not be returned for analysis.